Event description:
Clinical trial. It was reported by the site that a taxus express2 stent "slid down the artery": during an index clincial trial drug eluting stenting procedure. The index procedure treated 3 target lesions. Target lesion #1 was a devo lesion in the proximal circumflex (cx). The lesion was 3.5 mm wide, 20 mm long, and 70% stenosed. The physician predilated the lesion prior to placing a 3.5 x 20 mm taxus express2 stent; this stent was reported to have "slid down the artery". It is unk at what location in the vessel where the stent was implanted. Residual stenosis was reported as 0%. Target lesion #2 was in the distal cx. The physician treated the lesion with a 2.5 x 12 mm taxus express2 stent. Residual stenosis was 0%. Target lesion # 3 was a bifurcated lesion in the proximal cx. According to the site, this lesion was treated due to the issue with the target lesion #1 stent. The lesion was 2.5 mm wide, 8 mm long, and 90% stenosed. The physician direct stented the lesion with a 2.5 x 8 mm taxus express2 stent. Residual stenosis was 0%. This stent overlapped the 2 previously placed stents by 2 mm. It was reported that there were no problems noted with this event. The patient received angiomax, aspirin, and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. Despite multiple attempts to obtain clarification from the site, no further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.